Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys estradiol iii assay result from the cobas e 801 module. The initial result was 209 pmol/l and was reported outside of the laboratory. The result did not fit the patient status and the same sample was retested on (B)(6) 2018 with a result of 5158 pmol/l. This result was considered to be correct. There was no allegation of an adverse event. The reagent lot number was 359579. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation did not identify a product problem. A general reagent issue could be excluded based on the provided quality control data which was within expectations.the cause of the event could not be determined.